Event description:
The information received from the affiliate states that this patient (age and gender unknown) was presented to the interventional lab for an embolization procedure of the right gastroepiploic artery. The vessel was described as heavily tortuous. The information states that the physician accessed the lesion with a guidewire, with no difficulty. After the physician changed the 45degree shape of the microcatheter (mc) to a j type catheter with a 15degree curve, he inserted a guidewire into it and began to advance the mc through a guidecatheter. As the mc was being advanced, the physician felt some friction but continued to advance the mc to the lesion. As a result of advancing the mc and then trying to pull it back, the tip separated and remained in the target lesion. The physician decided that no intervention was needed to retrieve the tip because it had lodged itself in the area where coils were going to be delivered.